Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm broken force sensor was detected during seating or regular delivery. Customer's blood glucose at time of incident was 200 mg/dl. Customer stated they are not able to rewind the pump. The customer was advised that pump requires replacement and to discontinue use of the pump. The customer was advised to revert to backup plan.

Manufacturer narrative:
The pump was received with critical pump errors and pump error 35 due to moisture damage on the force sensor. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self test due to the critical pump errors. The pump was received with a scratched casing, minor scratches on the lcd window, a pillowing keypad overlay and moisture damage on all electronic assemblies.